Event description:
Resident was on his way to his room in his electric wheelchair when his wheelchair suddenly stopped, causing him to lurched forward onto the ground. Electric wheelchair was resident's personal device.